Event description:
Same event as manufacturer's reports: 6000089-2007-01394, 6000089-2007-01395, 6000089-2007-01396. It was reported that during a percutaneous transluminal angioplasty procedure, difficulties were encountered while withdrawing the balloons into the sheaths. The lesion being treated was located in the 50% stenosed pulmonary artery. Following insertion of two 7f sheaths via femoral artery, ivus was performed. Then both of the 10mm ultra thin diamond balloons were advance for a double parallel balloon technique, and both balloons were inflated 5 times to 12 atms each. When the physician attempted to withdraw the balloons back into the sheaths, he was unsuccessful. Re-inflation, slow deflation with rotation and counterclockwise rotations were done in order to aid in removal of the balloons however removal attempts were still unsuccessful. The ultra thin diamond balloons were then successfully removed as a unit with the sheaths. The patient experienced pain during the process. Then, following insertion of two 9f sheaths via femoral artery, two 12mm ultra thin diamond balloons were advanced and utilized in the same way, with 5 inflations to 12 atms each. Difficulties were again encountered with removal of the balloons. Repeated flushing with saline was used in an unsuccessful attempt to aid in withdrawal. They were eventually removed as per the directions for use as a unit with the sheaths. No patient complications were reported, and the procedure was completed with a different device. Patient status was reported as 'fine'.